Event description:
Healthcare professional reported that a patient was injected with juvéderm® volbella® with lidocaine and juvéderm® volift® with lidocaine. The patient developed ¿inflammation alongside a viral infection.¿ the patient was treated with cortisone two months post-injection. Event is ongoing. This file captures the juvéderm® volift® with lidocaine.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The reporter has declined to provide abbvie further information regarding event, product, or patient details. This is a known potential adverse event addressed in the product labeling.